Event description:
It was reported that three days post implant, the lead exhibited a high capture threshold of 4.5 v and a low sensing threshold of 1-2 mv. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.